Event description:
The patient had an esophageal temperature probe in place to measure esophageal temperatures continuously via patient monitor. Esophageal probe had been functioning well throughout trial, but then suddenly stopped reading temperature. Connections and cables were checked. Temperature probe was removed and replaced with a new probe. Temperature monitoring continued without incident. The faulty temperature probe was saved.